Event description:
It was reported that, "surgeon decided to revise pt as he thought there was poly wear. However, when removing the head the surgeon commented on how easy the head disengaged. Striations were present up and down the trunnion and a blackened material inside the head was present upon removal. The stem, omnifit c-taper catalogue number 6041-0830, was well fixed and the surgeon chose to leave this in the pt. The surgeon made comment that the final resting position of the head trail for the +0 and +5 head varied when seated on the trunnion of this stem."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.